Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient¿s condition is stable with no postoperative bleeding, no issues with visual acuity, and intraocular pressure (iop) in the low teens.

Event description:
It was reported that following the successful implantation of the first stent and subsequent deployment of the second stent from a trabecular microbypass stent system, "a stent and a metal fragment" were observed inside the patient's right eye (od). Per report, the second stent and the fragment were removed intraoperatively with no report of injury, and a back-up device was used to complete the procedure. The report noted that after the first stent was implanted, a stent was placed at the tip of the "fractured trocar" which became lodged between the tube and the trocar, and the surgeon believes the trocar broke due to pressure applied during deployment. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).